Manufacturer narrative:
Correction to h10 statement to add additional information. This supplemental report is being submitted to retract the initial reported event. It was initially reported by implant patient registry through receipt of an implant data card, that approximately 2 years, 4 months, 11 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. However, per medical records received, the patient presented to the ER with fever and shortness of breath. The patient was admitted with severe sepsis due to enterococcus bacteremia and was placed on IV antibiotic treatment. The patient was found to have endocarditis, with a tee performed showing a small vegetation on the tavr valve. The tavr valve was explanted and replaced with a 23mm inspiris valve. Post-operative tee revealed normal functioning bioprosthetic valve without evidence of perivalvular leak. The patient was discharged home in good condition on post operative day 4. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 years, 4 months, 11 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
This supplemental report is being submitted to retract the initial reported event. It was initially reported by implant patient registry through receipt of an implant data card, that approximately 2 years, 4 months, 11 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. However, per medical records received, the patient presented to the ER with fever and shortness of breath. The patient was admitted with severe sepsis due to enterococcus bacteremia and was placed on IV antibiotic treatment. The patient was found to have endocarditis, with a tee performed showing a small vegetation on the tavr valve. The tavr valve was explanted and replaced with a 23mm inspiris valve. Post-operative tee revealed normal functioning bioprosthetic valve without evidence of perivalvular leak. The patient was discharged home in good condition on post operative day 4.